Manufacturer narrative:
The fse was dispatched onsite and replaced multiple hardware components which included the following: ise buffer valve 14, potassium electrode, and mix motor. Since multiple parts were replaced, the primary cause of the event was not determined. Patient #1, gender: male, date of birth: (B)(6) 1946, age: (B)(6)]. Patient #2, gender: female, date of birth: (B)(6) 1983, age: (B)(6). Patient #3, date of birth: (B)(6) 1949, age: (B)(6).

Event description:
The customer reported obtaining false high sodium (na), potassium (k) and/or chloride (cl) results for three (3) patients, involving cell 1 of an au5800 clinical chemistry analyzer. The false high sodium, potassium and chloride results were not reported outside the laboratory. The customer repeated the samples on an alternate au instrument and obtained sodium, potassium and chloride results within the normal reference range. There was no effect to patient treatment in connection to the event.